Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 1/20/2015 - pfs and medical records received. After review of the medical records for MDR reportability, the stem is being added for the alleged high metal ions (no labs provided). The complaint was updated on: 2/12/2015.

Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation, a popping/snapping sensation, and large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Litigation alleges injury, metallosis, necrosis or death of tissue, bone erosion, development of tumors and pseudo tumors. Particulate debris from the pinnacle device causes tissue and bone loss and other related medical conditions, economic damages and loss, grief, sorrow, mental anguish, emotional distress, and suffering. In operative report, it was found that intraarticular grayish/brown fluid with moderate metallosis/ staining of the hip capsule. Added dor. Corrected patient identifier. Doi: (B)(6) 2008 - dor: (B)(6) 2018; (right hip).